Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the vps module. Unit was tested to factory's specifications.